Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's power module (pm) intermittently alarmed at home on (B)(6) 2021. The patient disconnected and reconnected battery and was still alarming. The pm is new to the patient as of (B)(6) 2021 and the patient was given a loaner pm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module alarming was confirmed via functional testing. The power module (serial number: (B)(6) ) was returned to the service depot and was evaluated and tested on 28oct2021. Upon powering on the power module, the event was verified. An intermittent connection between the 12v internal battery and battery clip was determined to be the issue with the unit. Upon further inspection, a green fluid residue was found on the battery clip. The battery clip and 12v battery were replaced with new components. The unit was allowed to run for several days without issues. A full functional checkout was performed, and the unit passed all tests. The unit was returned to the customer site. The battery and clip were forwarded to the product performance engineering (ppe) lab for further analysis. In the ppe lab, the cable was visually inspected and a corrosive mark on the positive terminal was found. The cable and battery were placed within a test power module and the reported alarms were active. The battery was functional with a test battery clip; however, the clip was unable to provide a proper connection to the battery due to the corrosion on its terminal. The root cause for the power module alarming was due to corrosion on one of the battery clip¿s terminals; however, a root cause for the corrosion was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 13apr2021. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.